Manufacturer narrative:
Patient weight not available for reporting. Date of device breakage and non-union is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2017 due to a broken tibial nail and non-union. The original procedure was performed on (B)(6) 2017. Subsequently it was discovered that the nail had broken and there was a tibial non-union. Hardware removal included: one (1) tibial nail and four (4) 5.0mm locking screws. The four (4) screws were removed intact. The patient was revised to another nail and screws. There was no reported surgical delay, no fragments left behind. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: 5.0mm locking screws (part number unknown, lot number unknown, quantity 4) this report is for one (1) 10.0mm cannulated tibial nail this is report 1 of 1 for (B)(4).